Event description:
It was reported that patient presented to clinic after receiving a vibratory alert. Interrogation showed high voltage lead impedance was high. Lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.